Manufacturer narrative:
As the lot number for the device was provided, a manufacturing review will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable.

Event description:
It was reported that post creation of the arteriovenous fistula (avf) in the ulnar-ulnar through brachial-brachial access, alleged bleeding was identified at the anastomosis going past the vein and into the arm. Reportedly, stenting was required with a covered stent to shut down the fistula/bleeding, and a surgical graft will be created at a later date. The patient did not have any issues post stenting procedure, and adequate distal flow was confirmed. The patient is currently doing well.